Event description:
This case was initially received via regulatory authority (B)(6) on 05-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic menstruations starting 1 year earlier") and uterine leiomyoma ("rapid growth of intra-uterine fibroma") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and uterine leiomyoma (seriousness criterion medically significant). Essure treatment was ongoing at time of report; however an hysterectomy was scheduled for (B)(6) 2018 . At the time of the report, the menorrhagia and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for menorrhagia and uterine leiomyoma with essure. The reporter commented: hysterectomy planned to be performed on (B)(6) 2018. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: menorrhagia: the analysis revealed 588 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.